Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. After conducting a thorough investigation, we found that the root cause lies in the change in notification architecture introduced in cl version 15.1 to work with upcoming version of cp 3.5.0 this issue is confirmed. The software behaviour is consistent with the current implementation; however, a discrepancy was identified in how notification settings from the cp app (versions 3.3 and 3.4) are interpreted by the cl backend in version 15.1. This results in an unintended impact on the user experience. After conducting a thorough investigation, we found that the root cause lies in the change in notification architecture introduced in cl version 15.1. Previously, cl handled notifications as a single combined value for both sms and push. However, in 15.1, these were separated into two distinct fields. Due to this change: if a cp user on version 3.3 or 3.4 has disabled sms notifications, their in-app (push) notifications also get disabled because the default push setting is derived from the sms setting. This behaviour is consistent and reproducible when a user modifies their preferences on older app versions (3.3/3.4), leading to the in-app notifications being turned off again. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: users should not change their notification settings via the cp 3.3 or 3.4 app. If a change is required, users must log into the cl personal web application to update their settings. Notification settings within the cp app should only be modified after upgrading to version 3.5. For tickets referencing a similar issue, we found that the steps outlined above were effective in resolving the problem. Additionally, several rep have confirmed that the issue was resolved after upgrading to cp version 3.5 in the us. Similary, once the release of cp 3.5 happens in ous, this week, we believe the issue will be resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on not being able to turn notifications on from carelink connect application. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.